Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, it was indicated that the bending rubber had tissue adhesive attached, the charged coupled device exhibited malfunctions resulting in blackout and whiteout conditions, and residual adhesive was observed on the insertion tube. It was determined that components needed to be replaced. There was no patient involvement.

Manufacturer narrative:
Based on the completed investigation, the root cause of the reported malfunctions could not be definitively determined. However, the issues are likely attributable to external factors, handling, or operational stress. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.